Manufacturer narrative:
The field service engineer replaced a vacuum nozzle and the sample probe. The analyzer was working much better after these actions. This event occurred in (B)(6).

Event description:
The initial reporter stated they installed a new ise indirect na for gen.2 electrode on the cobas 8000 ise module and tested 50 patient samples for a correlation study. Of the 50 samples, one had discrepant na results. An incorrect result was reported outside of the laboratory. The sample initially resulted with an na value of 146 mmol/l, repeating as 140 mmol/l. The value from the sample was corrected. The lot number and expiration date of the na electrode were requested, but not provided.

Manufacturer narrative:
No further results were complained since the last service visit. The investigation did not identify a product problem. The cause of the event could not be determined.